Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date. Name of procedure. Can you identify the specific product code and lot number of the product that was used? Date that reaction began? Date that product was removed. What was the location and incision size of the application? Do you have any pictures of the reaction? How was the device applied to the incision? What layer of tissue and how many layers applied what prep was used prior to product application? Was a dressing placed over the incision? If so, what type of cover dressing used? What does the reaction look like and how large of an area does the reaction cover? Was there any medical or surgical intervention performed ? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions). Was prineo/ dermabond or skin adhesive used on the patient in a previous surgery or wound closure? For female patients: has the patient been exposed to similar products, such as artificial nails?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and topical skin adhesive was used. The day after the procedure, the patient developed a localized skin reaction where the topical skin adhesive was applied. The patient was prescribed oral steroids and given a steroid shot and the topical skin adhesive was removed. The patient is currently doing fine and following up with an allergy specialist. Additional information has been requested.